Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-nov-2017 with the following findings: during investigation, the pump was unable to power up and was completely unresponsive. The battery compartment was cracked from the threads down tot he case seal on the side. The returned battery cap was undamaged and was able to fit evidence of moisture was found in the battery canister. A leak was found in the battery compartment. The pump cover was removed to find moisture on the vibration motor. The pump was unable to power up due to the moisture corrosion.